Event description:
See initial report.

Manufacturer narrative:
H10: a loan device was provided to the customer. The affected device was returned to the manufacturer site for repair and the reported issue could be confirmed. The clamp encoder and the flat ribbon cable were replaced and the problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Manufacturer narrative:
Based on the above facts, it cannot be ruled out that a faulty communication between the encoder board and the ribbon cable caused the reported issue.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the electrical venous occluder (evo). The incident occurred in (B)(4). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a electrical venous occluder (evo) was giving an error code associated to the clamp encoder during priming. There was no patient involvement.